Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported foreign material on the back side of the angulation knob, and something sticky like grease is attached in the gap of the angulation knob during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.